Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a training on the autopulse platform (s/n: (B)(4)), it was reported that the platform displayed a user advisory 12 (lifeband not present) error message after a lifeband was installed. There was no report of patient involvement.

Manufacturer narrative:
The primary complaint was confirmed during archive data review. The reported user advisory (ua) 12 (lifeband not present), however, could not be replicated during investigation. Visual inspection was performed and no damage was found. Review of the archive data found multiple ua12 on the reported event date. To avoid the re-occurrence of ua12, the belt switch assembly was readjusted to be parallel to the case. The device passed functional testing with no faults found. Unrelated to the complaint, to ensure the platform remains functional without issue, the power distribution board was updated. The platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).